Event description:
Lefortiostomy was performed on pt approximately one and a half (1 1/2) years, prior using norian crs bone cement product. In march 2002, pt presented an oral antral fistula with norian crs bone cement partially exposed. Pt will be scheduled for revision and explant of norian crs bone cement.